Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the anchor broke while inserting into the prepared channel. It was only possible to retrieve the broken parts partially. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint confirmed. One unpacked ar-1926bc-1 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the bio/anchor was cracked. The bio is missing a piece at the distal end at the tip. No functional test was performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0087 section e. Warnings. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. Section g. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.